Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. No device was returned to resmed for investigation. The customer informed resmed that he replaced the external battery on the device. Per the customer, the device was operational and no further issues were observed. (B)(4).

Event description:
It was reported to resmed that an astral device was continuously switching power sources between the internal battery and external battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
No device was returned to resmed for investigation as the device was found to be operational after the external battery was replaced. External battery (B)(4) was used with the astral device. The external battery issue was reported in medwatch 3004604967-2017-00411. The external battery was returned to resmed for an extensive engineering investigation. Review of the battery data logs and performance testing revealed that the extenal battery was faulty. Based on all evidence and previous investigations of similar complaints, the investigation determined that the external battery fault was due to an isolated component failure in the external battery assembly. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was continuously switching power sources between the internal battery and external battery. There was no patient injury reported as a result of this incident.